Event description:
It was reported that a progav 2.0 shunt system (part # fx413t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 137 centimeters (cm). Weight: (B)(6). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: calcified catheter . Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shuntassistant is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow and non-adjustability in the progav 2.0 at the time of our investigation. Detected deposits were the cause of the accelerated outflow and non-adjustability. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4) kg. No further regulatory actions are required from our point of view.